Event description:
Event description guidant/crm recieved information that this endotak c lead was removed from service and capped due to a lead fracture. The existing lead and adaptor were also electively capped. The patient's implantable cardioverter defibrillator was electively removed and upgraded to a dual system.